Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer also stated that a couple of days prior to the event she had some sort of reaction, which resulted in her tongue swelling and her being hospitalized. Troubleshooting was performed, and it was found that the buttons on the insulin pump were unresponsive. During troubleshooting, the insulin pump alarmed button error. The customer was advised to revert to a backup plan to treat her diabetes, and replacement insulin pup was sent to her.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.